Event description:
A report was received that stated that a patient received insufficient local anesthesia when the suspect medical device was used. It was necessary to attempt the procedure three consecutive times before anaesthetic effect was noted. Unfortunately after the third attempt the cumulative effect of three consecutive spinals depressed the patients breathing and intubation was required. The patient is reported to have suffered no additional medical sequela.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.